Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [9029777] was not found for the reported catalog # [320477]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pen needle was removed from the pen during use and the inner needle was missing. Additionally, it was reported that the consumer experienced episodes of hyperglycemia. The following information was provided by the initial reporter: "her father-in-law, who has been living with diabetes for approx. 60 years, has been experiencing issues during the last week with episodes of hyperglycaemia which is not normal for him. Last night when he checked the needle after removing it from his pen, he noticed that the inner needle was missing on his 4mm pro pen needle. As this was the first time he has checked the needle, he is unsure how many of the needles he has used in the last week have had the same issue."

Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd ultra-fine¿ pen needle was removed from the pen during use and the inner needle was missing. Additionally, it was reported that the consumer experienced episodes of hyperglycemia. The following information was provided by the initial reporter: "her father-in-law, who has been living with diabetes for approx. 60 years, has been experiencing issues during the last week with episodes of hypergycaemia which is not normal for him. Last night when he checked the needle after removing it from his pen, he noticed that the inner needle was missing on his 4mm pro pen needle. As this was the first time he has checked the needle, he is unsure how many of the needles he has used in the last week have had the same issue."